Manufacturer narrative:
Additional information: e1(event site state): (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the re- assemble the position of panel, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use on a patient, the cs300 intra-aortic balloon pump (iabp) had a panel issue. No alarm for the fault, just difficult to connect the signal cable to the "diagnostic output" at the back of the cs300 was reported. There was no patient involved.